Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed and a hole in the tubing approximately 1.5 inches from the twist clamp was observed. A leak testing was performed revealed a leak through a hole in the tubing. Clear passage test and clamp function tests were performed with no issues noted. The cause for the leak was determined to be a hole in the tubing. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: foreign zip code did not match the desired format. (B)(6). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak due to the hole in the tubing that was found as an additional defect during the sample evaluation on the transfer set (no additional details provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.